Manufacturer narrative:
When advancing the smart control stent delivery system (sds) over the 0.035 cruise guide wire (stm), resistance/friction occurred. When attempted to advance the sds further to the target lesion, the proximal shaft became kinked. When the sds was pushed further, it was noticed that the outer membrane had been moved from the original position, even though the locking pin was in place. To avoid premature stent deployment, the sds was removed from the patient. The target lesion was located in the right common iliac artery. The lesion was described as 99% stenosed with heavy calcification and was heavily tortuous. The approach was made from the femoral artery. Another new unknown product was used to complete the procedure. There was no adverse event and the patient was in stable condition. The product will not be returned for analysis. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. There was not anything unusual noted about the stent delivery system (sds) prior to use. The sds did not have to pass through a previously placed stent. The device never reached the target lesion due to the resistance/friction. The user held the handle of the smart control sds flat and straight outside the body as instructed in the IFU. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15072694 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event, it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors likely contributed to the reported event.

Event description:
When advancing the smart control stent delivery system (sds) over the 0.035 cruise guide wire (stm), resistance/friction occurred. When attempted to advance the sds further to the target lesion, the proximal shaft became kinked. When the sds was pushed further, it was noticed that the outer membrane had been moved from the original position, even though the locking pin was in place. To avoid premature stent deployment, the sds was removed from the patient. The target lesion was located in the right common iliac artery. The lesion was described as 99% stenosed with heavy calcification. The reference vessel was heavily tortuous. The approach was made from the femoral artery. Another new unknown product was used to complete the procedure without problem. There was no adverse event and the patient was in stable condition. The product will not be returned for analysis. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. There was not anything unusual noted about the stent delivery system (sds) prior to use. The sds did not have to pass through a previously placed stent. The device never reached the target lesion due to the resistance/friction. The user held the handle of the smart control sds flat and straight outside the body as instructed in the IFU. No further information was available.

Manufacturer narrative:
The product is not available for evaluation. Additional information will be submitted within 30 days from receipt.